Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-09217. Related manufacturer report number: 2017865-2020-09218. It was reported that the patient experienced an infection from device implant and presented in the hospital. The physician confirmed the device was infected and the transthoracic echocardiogram revealed vegetation and growth on the leads. The system was removed. The patient was stable before, during, and after the procedure.